Manufacturer narrative:
The second polyaxial screwdriver reported is of the same product part number but contains a separate manufacturing lot number. The 7405101 manufactured 1/5/2015. A review of the device history records found no manufacturing, processing or design related irregularities. The instruments were found to be properly manufactured and released in accordance with the device master record. Evaluation of the returned drivers found that the distal tips of both instruments had fractured and became separated. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. Additional information provided by the sales rep indicated the surgeon was attempting to remove arsenal screws from a patient with hard dense bone. The detached tips were both recovered from the patient and discarded by the user facility.

Event description:
The distal tips of two arsenal drivers broke during the case.